Manufacturer narrative:
D10 concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n4d2062y); sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the reload was fired on the stomach and failed to form staples at the end of the reload. It was noted that the staples did not form between the number 1 on the reload and the tip. The legs of the staples were still straight post firing. The cartridge did not hit the anvil. There was incomplete fire noted. The doctor had trouble retracting the knife blade. No intervention was done to resolve the issue.